Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and that the pump battery could not be charged. The customer's blood glucose level was 109 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.